Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had experienced high blood glucose levels. Blood glucose level at the time of incident was 471 mg/dl. It was unknown whether customer was using the auto mode feature. Insulin pump had flow block alarm and resolved by complete set change. The insulin pump will not be returned for analysis.